Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: since no product or images are available the investigation is based only on the information provided. It is stated that "physician attempted to retrieve the filter, but failed" and therefore it is suggested that manipulation during this retrieval attempt caused filter leg(s) to perforate the ivc. Complaint description does not indicate any perforation prior to attempted filter retrieval. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2011: the device was used for ivc filter placement. On (B)(6) 2012: the physician attempted to retrieve the filter, but failed. The filter remained in ivc. On (B)(6) 2012: CT confirmed that the filter perforated the ivc. On (B)(6) 2012: the filter was retrieved successfully by surgical operation. Patient outcome: there has been no adverse effects to the patient.